Event description:
The field service representative (fsr) stated the customer received a questionable glucose hk result on their d-module analyzer. The patient's initial glucose result was 426 mg/dl and reported outside the laboratory. The physician called to question the initial result. On (B)(6) 2012, the sample was tested on another d-module, serial number (B)(4), and the result was 97 mg/dl. On (B)(6) 2012, the sample was tested on a third d-module, serial number (B)(4), and the result was 96 mg/dl. The customer considered the repeat results to be correct since there was only 1 mg/dl difference in the repeat results. 97 mg/dl was reported outside the laboratory. The customer does not know if the patient was treated based on the original result. The glucose reagent lot number was 64455901 and the expiration date was 11/30/2012. The fsr could not determine the cause of the event. He checked the fluidics and mechanical systems. The fsr reviewed the configuration, calibration trace, quality control for glucose, and the maintenance for the d2 analyzer. It was noted the glucose quality control failed after the event. He recalibrated the glucose application, performed quality control, and performed a precision test. The glucose application was configured correctly. The calibration and quality control were successfully generated with results within range. The precision results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.